Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the iabp with a system trainer and mini sim and was unable to duplicate the issue. The stm then inspected the blood pressure connectors for any damage, but no issues were observed. The stm then performed all functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not displaying the blood pressure waveforms. The customer switched to another iabp console which worked fine. There was no patient harm and no adverse event was reported.